Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-06726. It was reported that the rotawire was severed. A 1.50mm rotalink¿ plus and a rotawire were selected for use. During platforming the console to the correct rpms, it was noted that the burr severed the rota floppy wire. No patient complications were reported.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that both the rotawire and burr were removed from the patient's body through dynaglide mode. The procedure was completed with another of the same rotawire and burr.